Event description:
Event description guidant received information that this passive fixation right ventricular lead became dislodged. The lead was explanted and successfully replaced with an active fixation lead.